Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The cine bridge circuit board and the cine storage disk drive were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that on replay of cine runs the system 9800 displayed distorted images with white lines running across the monitor. Live images were undistorted. There was no adverse patient involvement reported. There was no patient information reported.